Event description:
Follow-up information indicated surgical intervention was undertaken and the lead located at the right l3 level was removed and replaced. Postoperatively, the patient reported receiving effective therapy.

Event description:
The patient has 2 leads (from the same lot) implanted as part of her axium neurostimulator system. It was reported the patient is experiencing ineffective stimulation. Diagnostics indicated invalid impedance readings. X-rays showed a lead fracture. Surgical intervention may take place at a later date.